Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they had sudden dizziness the day before this report. The patient went to the hospital, but was sent home. The ins was checked with the programmer and was found to be off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.